Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17746989l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #: fg540000, serial #: unknown. Thermocool smarttouch sf, us catalog #: d134805, lot #: 17720957l. Unk_c3 interface cable ¿ therapeutic, us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an electrophysiology study for ventricular tachycardia (vt) with thermocool® smart touch® sf bi-directional navigation catheter x 2 and suffered a cardiac arrest requiring defibrillation. At the beginning of the procedure, the ICD displayed the detection function. Diagnostic catheters were positioned in the right ventricle (rv) and the coronary sinus (cs). Thermocool® smart touch® sf bi-directional navigation catheter # 1 ((B)(4)) was advanced into the left ventricle via retrograde aortic approach and was initialized. Force sensor error displayed. Thermocool® smart touch® sf bi-directional navigation catheter # 1 was exchanged for thermocool® smart touch® sf bi-directional navigation catheter # 2 ((B)(4)). Thermocool® smart touch® sf bi-directional navigation catheter # 2 was advanced into the left ventricle via retrograde aortic approach and was initialized. Force was zeroed. Shortly after initiating left ventricular mapping, thermocool® smart touch® sf bi-directional navigation catheter # 2 was deflected significantly. Contact force greater than 50 grams displayed. Thereafter, contact force readings disappeared. Signal interference (noise) occurred on the body surface (bs) ECG and the intracardiac signals (ic) of the diagnostic catheters. Patient became hypotensive to 46 mmhg (unspecified). Patient was suspected to be in ventricular fibrillation. Carto 3 patient interface unit (piu) was turned off and the body surface (bs) ECG noise resolved. Thermocool® smart touch® sf bi-directional navigation catheter # 2 cable was exchanged. Piu was restarted and the bs ECG signal interference (noise) resumed. Patient was in unstable vt. Again, the piu was turned off and the bs ECG signal interference (noise) resolved. Ic ECG revealed vt, which was successfully defibrillated after multiple attempts. Diagnostic and ablation catheters were retracted into the inferior vena cava and the descending aorta. Piu was restarted and bs ECG signal interference (noise) resumed. Patient was not in vt. Diagnostic catheters and ablation catheters were removed from the patient. Thermocool® smart touch® sf bi-directional navigation catheter # 2 cable was disconnected and the signal interference (noise) resolved. Thermocool® smart touch® sf bi-directional navigation catheter # 2 was exchanged for a smarttouch catheter (non-sf) and the procedure continued and was completed without further patient consequences. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Medical history includes recurrent ventricular tachycardia with implantable cardioverter defibrillator (ICD) and ischemic cardiomyopathy. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product malfunction, specifically current leakage. The force sensor issues and ECG noise issues were assessed as not reportable. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on the event on february 19, 2018 clarifying the event. Originally, the patient consequence was described as a cardiac arrest requiring a defibrillation and the signal issue was described as partial signal interference. However, the additional clarification stated that the patient suffered an unstable ventricular tachycardia requiring cardioversion and the signal interference occurred on all ECG signals. While using thermocool® smart touch® sf bi-directional navigation catheter # 2, signal interference (noise) occurred on all ECG signals, including the body surface (bs) ECG, the intracardiac (ic) ECG, and the external defibrillator. It was noted that the noise superposition means cycle length (cl) was 100 milliseconds. Patient became hypotensive to 46 mmhg (unspecified). It was initially assumed that the patient was in ventricular fibrillation/ventricular tachycardia due to the noise on all ECG signals and the patient¿s hypotension. It was later determined that the patient had not been in ventricular fibrillation, but had increased ectopy and episodes of non-sustained ventricular tachycardia. The carto 3 patient interface unit (piu) was turned off and the body surface (bs) ECG noise resolved. Thermocool® smart touch® sf bi-directional navigation catheter # 2 cable was exchanged. The piu was restarted and the bs ECG signal interference (noise) resumed. Patient was in unstable vt. Again, the piu was turned off and the bs ECG signal interference (noise) resolved. Ic ECG revealed unstable vt, which was successfully cardioverted. Diagnostic and ablation catheters were retracted into the inferior vena cava and the descending aorta. Piu was restarted and bs ECG signal interference (noise) resumed. Patient was no longer in vt. Diagnostic catheters and ablation catheters were removed from the patient. Thermocool® smart touch® sf bi-directional navigation catheter # 2 cable was disconnected and the signal interference (noise) resolved. Per the additional information received, updated the patient code from ¿cardiac arrest¿ to ¿ventricular tachycardia¿. This patient event has been re-assessed as a ¿recurrence of pre-existing condition¿ and therefore, not reportable. However, the additional information provided stating that the signal interference (noise) occurred on all ECG signals has been assessed as a reportable malfunction under this device (thermocool® smart touch® sf bi-directional navigation catheter), the carto® 3 system interface cable and the carto® 3 system. Therefore, biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. Type of reportable event" was processed from ¿serious injury¿ to ¿malfunction¿. "Patient codes" corrected from ¿cardiac arrest¿ to ¿ventricular tachycardia¿. "Product problem" has been selected. Added information: "medical history/preexisting condition" as this information was provided in the initial event description. However, "medical history/preexisting condition" field was left blank. The biosense webster inc. Failure analysis lab received the device for evaluation on february 27, 2018. Investigation summary: the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then, a deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by the carto 3 system. However error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. Then per the reported event, an irrigation test was performed and the catheter failed. Further investigation revealed that irrigation tubing was occluded with reddish brown material apparently dried blood near to the tip. No other damage was observed that might have contributed to the occlusion of the catheter. Additionally, corrosion was observed on the pc board. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. However, the root cause of the reddish brown material cannot be determined. The root cause of the loss of electrical continuity at the sensor could not be determinate. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Originally, the serial number for the carto 3 system (concomitant product) was reported as ¿unknown¿. Additional information was received on march 26, 2018 providing the serial number of (B)(4). Manufacturer's ref. No: (B)(4).